Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen went blank and shut off even after putting new battery. The insulin pump alarmed unexplained no delivery and motor error couple of times. The insulin pump rejected new batteries and scratches sometimes prevent from reading screen. The insulin pump locked up and had calibration errors with sensors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm. No motor error alarm, charge or battery lasts less than expected, failed battery test alarm, no blank display anomaly and no frozen display anomaly during test noted. Motor passed motor test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).